Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2017-00066 under a different manufacturer name, city and state. This MDR is being submitted to correct the manufacturer name, city and state. A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, deviations or potential nonconformances associated with the affected assay have been identified. There were no returns available from the customer site. Historical performance of the architect stat troponin-I assay reagent lot 41395un17 was reviewed worldwide and compared to an established control limit for patient data. The evaluation indicated that the patient median result for this reagent lot was within established control limits. Therefore, no unusual reagent lot performance was identified. The architect stat troponin-I assay package insert and the architect operations manual provide information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Use error may have contributed to the customer issue since retesting of the same sample gave the expected result indicating possible sample handling / integrity issues. Also, during the time the architect stat troponin- I assay issue occurred, an elevated number of optics errors (error codes 1006 and 1007) were generated on the architect i2000sr analyzer. The customer had replaced the architect pre-trigger solution and the error codes issue was resolved. There is no evidence to support whether the influence of the architect pre-trigger solution had any effect on the architect stat troponin-I results. Concomitant product(s): architect pre-trigger solution ln: 06e23-82 lot: 78089fn00 manufacture date: 14 june 2017 expires: 14 june 2018.

Event description:
The customer reports read code errors (1006 and 1007) being generated on an architect i2000sr analyzer. On (B)(6) 2017, one patient sample (B)(6) generated an architect stat troponin-I assay result of 0.311 ng/ml on architect i2000sr analyzer serial number (B)(4). The result was reported to the emergency department. Six hours later, this same sample was retested on the same analyzer and generated a result of less than 0.010 ng/ml. The sample was then tested on architect i2000sr analyzer serial number (B)(4), which also generated a result of less than 0.010 ng/ml. All other assay results matched original results. Upon further troubleshooting it was concluded that when the pre-trigger solution was changed from reagent lot 78089fn00 to 79138n000 the error codes no longer occurred and acceptable assay results were generated. No suspect results were reported from the lab. There is no impact to patient management reported.